Event description:
Device malfunction: resistance and foot failed to retract. Time of device malfunction: during vessel closure. Symptoms/ae: tissue damage, thrombosis, diminished pulses, surgical arterial repair. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, during device positioning in the vessel, there was some blood flow from the marker lumen; however, the flow was not considered optimal. The device was further positioned and reasonable blood flow was established. The foot was deployed and some resistance was felt, "it felt tight". The foot was retracted and the device was pulled back and reinserted until sufficient blood flow was obtained. The suture was pulled back to tighten, but the "stitch pulled off the hook". An attempt was made to remove the device and place a second proglide; however, after multiple attempts, the foot would not retract. The device was removed with the foot deployed. The stitch was found to have wrapped under the foot which prevented the foot from retracting. An 8fr sheath was inserted into the artery to stop the bleeding. An angiogram was taken and no distal flow in the femoral artery was noted. Surgery revealed a non-occlusive intimal tear in the artery and an occlusive thrombus. The thrombus was surgically removed and the tear was repaired with a patch. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.